Manufacturer narrative:
Patient information was not provided by reporter. Device is an instrument and is not implanted/explanted. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the drill bit broke on (B)(6) 2015 during an open reduction and internal fixation (orif) procedure performed on the right small finger. The surgeon was unable to retrieve the drill tip and it remains in the patient. The surgery was completed using the spare drill bit. There was a surgical delay of five minutes due to the reported event. The patient's post-operative status/outcome was not provided by the reporter. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that, tip of the drill bit broke during initial drilling, procedure was successfully completed with small screws and patient/status outcome was reported as fine.

Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: during open reduction and internal fixation (orif) of right small finger, the drill bit broke. The tip of the drill bit remained inside the patient. Surgeon was unable to retrieve it. The surgery was completed using the spare drill bit and screws. Surgical delay of 5 minutes was reported. The returned ø0.76mm drill bit (316.290, u167027) is available for use with the variable angle locking hand system (dsus/trm/0115/0505(1)) for fragment-specific fracture fixation with variable angle locking and locking technology. The returned ø0.76mm drill bit was received with approximately 6mm of its tip broken off. Based on the available information it is not possible to determine a definitive root cause for the complaint condition but considering the dimensions of the drill bit tip it is possible that it broke due to difficulty drilling through hard bone or exposure to excessive off axis forces. Considering its usage in small bones, the drill tip has a diameter of 0.76mm, which makes it vulnerable to breakage when exposed to unintended bending/shearing forces. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.